Event description:
Later it was reported that the date high impedance was first seen after incomplete pin insertion surgery reported in MFR rep# 1644487-2023-00265 was in fact (B)(6) 2024. The date mentioned in the previous MDR was incorrect and is likely related to an issue with translation. No high impedance was detected in may of 2024 as previously reported.

Event description:
Later, a review of the x-rays' by the manufacturer occurred. The cause of the patient¿s high impedance is unknown based on the x-ray¿s provided. There was no trauma at the generator site reported. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance several months after pin-reinsertion surgery. MFR rep# 1644487-2023-00265 captures this previous instance of incomplete pin insertion for the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.